Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The cgm was reading 10 mmol/l. The patient felt very sick and was vomiting. She was admitted to the hospital. A bg was checked during admission and was 24 mmol/l. She was treated for diabetic ketoacidosis (dka) with IV drips of potassium, insulin and saline. Blood tests were taken regularly. She remained in the hospital for one week. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.